Manufacturer narrative:
(Extended more that 30 minutes). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture threads were broken while suturing the tissue during an ophthalmic strabismus surgery. They had to re-suture the tissue to complete the case, which extended the surgical time for more than 30 minutes. There was no patient injury.